Manufacturer narrative:
H3, h6: the investigation of the reported issue was completed. According to the provided information, during tilt movement towards vertical position, the patient table hit the longitudinal ceiling rail of the 3d overhead tube. An accessory part mounted on the head side of the table was thereby slightly damaged. The service engineer assumed that during a version check in the service software the room dimensions were corrupted and replaced by the factory default values (which represent the maximum room size of 3000mm). The issue of the room configuration values being reset to default during certain service interventions is a known issue and several corrective actions were initiated in this context. However, investigation showed that the room dimensions were not reset to default values in this case. Also, a version check cannot not alter or delete any configuration files. It was identified from the available system backup files, that the room configuration was set with a wrong room height at the time of system installation. It is assumed that the ceiling rail was not taken into consideration during configuration of the room values. The inadequate configuration remained unnoticed, as a collision was only possible under specific circumstances, (i.e., when the table was moved transversally starting at the position closest to the wall). The service technician corrected the room height settings after the incident by 120mm (from 2920mm to 2800mm) and replaced the defective accessory part. As it was determined that the wrong room height value was present since system start up, this case is not linked to the known issue of room configuration values being reset to default values after specific service activities. Starting with software version vf11h that is currently rolled out to the vf11 installed base, the default values are set to the smallest possible values for normal system operation. The complaint is closed with the statements above and without further measures.

Manufacturer narrative:
Manufacturers preliminary analysis: the collision could occur because the room configuration was set incorrectly. Initial corrective actions/preventive actions implemented by the manufacturer: the following corrective actions were performed: the service documentation was updated with according notes to check the room configuration parameters. Remotely accessible systems were screened for incorrect (default) room configuration parameters. Those systems identified with potentially incorrect room configuration parameters were addressed via update instruction xp053/22/s (customer safety letter) and update instruction xp054/22/s (correction of room configuration). Please refer to res# 91649. Systems that were not screened were addressed via update instruction xp057/22/s (onsite check of the room configuration) and update instruction xp056/22/s (customer safety letter). In addition, in the new software version vf11h, the default room configuration parameters were set to minimum values to exclude the risk of the system hitting the ceiling when the room configuration is accidentally set to default values. Following field actions were initiated for distribution of the software: xp001/23/s, xp003/23/s, xp004/23/s, xp007/23/s. Please refer to res# 91649.

Event description:
The patient table could touch the ceiling rail when it was set to 90 degrees and was extended. The issue was initially classified as not reportable on 2023-01-16, because it was then assumed that only damage to the system might occur. In addition, the issue was noticed during service activities and was corrected before handing the system over to the customer. A retroactive review of the incident was performed with respect to the root cause analysis of siemens healthcare CAPA 8dr-xpqca-2022-11000378 and as a result, the complaint was reclassified to 3b. This review revealed that the complaint issue for this system is associated with recall res# 91649 and was reported as a potentially affected system in the recall report. The new awareness date is 2023-05-25. If the room configuration parameters are set incorrectly or if the original configuration is lost and the default values are set, the system might collide with the ceiling or walls. If the system collides with the ceiling due to a lost room configuration, in worst case a serious injury might occur if a person were hit by falling parts. The issue is therefore now classified as reportable.